Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The product was returned for analysis and damage was observed to the nozzle. No lens returned. The device is returned in the blister tray. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip has a heavy stress and large aneurysm. No lens returned. The product investigation could not identify the root cause for the reported complaint "implant came out very quickly ". We are unable to confirm the lens position for the advancement. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or cause lens advancement issues. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) in a preloaded delivery system, the implant came out very quickly instead of having a smooth injection. Because of this, there was blood in the anterior chamber of the eye. The lens remains implanted, however, the patient experienced iris trauma with hyphema. An anterior chamber washing was performed to aspirate blood. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) in a preloaded delivery system, the implant came out very quickly instead of having a smooth injection. Because of this, there was blood in the anterior chamber of the eye. The lens remains implanted, however, the patient experienced iris trauma with hyphema. An anterior chamber washing was performed to aspirate blood. Additional information was requested.